Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a performa meter, compared to a lab result, within 10 minutes: 30.0 mmol/l (performa meter) and 9.0 mmol/l (lab). No adverse event reported. The blood glucose monitor cannot be returned for legal and customs issues.